Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event and was treated with unreported antibiotics. It was reported that the patient was recovering and that they had been retrained on aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.